Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during device preparation, the omnilink elite 8.0 x 39 mm, 80 cm stent was loosened after removal of yellow protective cover. There was no patient involvement and the device was not used. There was no clinically significant delay to the intended procedure reported. No additional information was provided regarding this device issue.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined the stent movement (unstable stent) was due to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Updated case details: it was reported that the omnilink elite 8.0 x 39 mm, 80 cm was intended to be used to treat a common iliac artery (cia) stenosis. The stent was loosened after removal of yellow protective cover with no resistance felt. An omnilink elite 8.0 x 39 mm, 135 cm was used to replace the loose stent. There was no patient involvement. No clinically significant delay in the procedure was reported. No additional information was provided.